Event description:
Tubing kinked in wells johnson infusion pump and disrupted integrity of tubing. New tubing was acquired.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.